Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The lcd board functioned properly. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 383 mg/dl. The insulin pump's battery cap had some dew on it. Inside the battery compartment was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.